Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) which accelerated their rhythm in the ventricular fibrillation (vf) zone. A shock was delivered and converted the rhythm. The trigger for the atp was artefact on the atrial lead, which caused the atrial pace to occur simultaneously to the next ventricular sensed event. The patient is very vulnerable: according to the physician, even right ventricular (rv) threshold tests cause the patient to go into vf. Episodes show non-physiological noise on the right atrial (ra) lead which are easily reproducible with movement. The ra lead was implanted in 2011. Due to the high vulnerability of this patient, the physician decided they are going to revise the lead. It was noted that the physician did not want technical services to analyze x-ray images as this would not change the clinical decision at this time, there is no evidence to suggest intervention has been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) which accelerated their rhythm in the ventricular fibrillation (vf) zone. A shock was delivered and converted the rhythm. The trigger for the atp was artefact on the atrial lead, which caused the atrial pace to occur simultaneously to the next ventricular sensed event. The patient is very vulnerable: according to the physician, even right ventricular (rv) threshold tests cause the patient to go into vf. Episodes show non-physiological noise on the right atrial (ra) lead which are easily reproducible with movement. The ra lead was implanted in 2011. Due to the high vulnerability of this patient, the physician decided they are going to revise the lead. It was noted that the physician did not want technical services to analyze x-ray images as this would not change the clinical decision. At this time, there is no evidence to suggest intervention has been performed. No additional adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.